Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f select catheter (6f select). During the procedure, the 6f select did not fit through another manufacturer's balloon guiding catheter. Therefore, the procedure was completed using another selecting catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the penumbra neuron 6f select (6f select). There was no visible damage to the non-penumbra device. A 0.040 inch stainless steel mandrel was introduced through the hub of the 6f select. The 6f select and mandrel were introduced through the hub of a neuron max 088 (neuron 088) and advanced distally out of the distal tip without issue. The 6f select outer diameter (od) was verified using a ring gauge and the device met specification. Conclusion: evaluation of the returned devices revealed that the 6f select was used with a non-penumbra device that had an inner diameter (ID) of less than or equal to 0.087. This is likely the reason the 6f select did not fit into non-penumbra device. The 6f select was advanced through the hub of a neuron 088 and out the distal tip without an issue. The 6f select od was measured using a ring gauge and passed without an issue. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.